Event description:
It was reported by the customer that a pyxis medstation es system was unable to remove medication from the station and the medication grayed out. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the problem was with order units. A technical support specialist confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.